Event description:
It was reported that, the cardiac resynchronization therapy defibrillator (crt-d) system exhibited noisy signals on this right ventricular (rv) lead during atrial tachy response (atr). The technical services (ts) indicated that this was the pacing artifact while switching mode. The signals on this rv lead during the atr mode switch are caused by the atrial pacing and are in the cross-chamber blanking. Additionally, high shock impedances out of range were found, suspected being caused by calcification; t wave oversensing that caused pacing inhibition was also found. The technical services (ts) discussed troubleshooting options and recommended to perform a defibrillation threshold (dft) test. This crt-d remains in service. No adverse patient effects were reported.